Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-apr-2023. H6: investigation summary bd received two q-syte assemblies from lot 2055583 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer used a pin to inspect the accessway of each unit and it was discovered that the top disks of the septums did not have a slit in them. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. H3 other text : see h10.

Event description:
It was reported that medication leaked from the top of the bd q-syte¿ luer access split septum. This occurred with 3 q-sytes during use. The following information was provided by the initial reporter: "not able to insert the syringes in the split septum. So that unable to give medication and also drug spill is happening."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the top of the bd q-syte¿ luer access split septum. This occurred with 3 q-sytes during use. The following information was provided by the initial reporter: "not able to insert the syringes in the split septum. So that unable to give medication and also drug spill is happening.".